Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient admitted to the emergency room on (B)(6) 2020 after receiving alerts for right ventricular oversensing. The oversensing episodes occurred on (B)(6) 2020. After review of the episodes, it was determined that they were caused by loss of capture on the right ventricular lead. The patient was checked again the next day. However, there were no indications of increased capture threshold. A decrease in sensing on the atrial channel was observed. No patient symptoms were reported.